Event description:
It was reported that the patient presented with urinary incontinence and an improperly functioning artificial urinary sphincter (aus) that resulted in explant of the aus. Upon explant, the physician observed that there was no fluid in the device. A new aus was implanted. No patient complications were reported.